Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) and chloride (cl) results generated by the unicel® dxc 880i synchron® access® clinical systems.occasionally, high na and cl results were generated as well.actual results were not supplied. No false results were reported out of the lab. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
Samples are drawn in serum and plasma tubes.the system is calibrated every 24 hours, and qc samples are run twice a day.a field service engineer (fse) was dispatched: a) the fse replaced parts.a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.